Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead's helix was distended. The lead was not used and replaced. The patient was in stable condition.